Manufacturer narrative:
Other applicable components are: product ID: 355018, lot# w60316, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an electrode was introduced without any difficulty into the dilator. During the electrode mobilization in order to pull the plugs up, the plug number 0 (the lowest one) probably got hung into the dilator. Then, the plug number 0 disconnected from the electrode. It was noted that the electrode mobilization was made in an appropriate way without any excessive tension. The electrode and dilator were both removed and replaced by a new device. The following intervention unfolded without any problem. It was noted that the plug number 0 stayed under the internal table of sacrum. Consequently, a foreign object stayed stuck in the consumer¿s body. It was unknown if the issue was resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 3889-28, lot no. Unknown, found the lead distal end conductor broken (overstress/damage). Analysis identified that the #0 conductor was broken at the distal end of the lead; consistent with overstress damage. Electrical testing of the lead determined continuity was complete. During visual analysis of the lead, it was noted the distal end was not returned. If information is provided in the future, a supplemental report will be issued.